Event description:
The operator put the filter on the kv source when it was down. The lower part of the filter was put on the two supports, not behind them, but the operator did not notice. He turned the locking knob and the verification light turned green giving the impression that everything was correct. When the gantry started moving clockwise, the surface of the kv source reached the vertical position and the filter was hanging on its top hole only. The gantry rotated a little further and the filter slipped off the bolt and fell down. There was no injury to pt or user as a result of this event, and no pt data was provided.

Manufacturer narrative:
Varian's field service engineer reproduced the issue by repeating the steps in the customer's description where the verification light turns green but the filter is not properly attached. No pt injury occurred in this case. A customer tech bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No f/u reports are anticipated.